Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. During investigation, all key contacts were observed to be misaligned. All button key contacts did not always spring back as expected when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the keypad buttons have required multiple presses and excessive force to obtain a response for the past week. She stated that the keypad is not peeling; she does not get the pump wet; she does not clean the pump; and she wears the pump in her bra.